Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cassette door following treatment to remove the tubing set, solution was found inside the cylinder. The leak was noted to have originated from a hole in the back of the cassette portion of the tubing set. Pt had no ill effects. Sample is available.